Event description:
Customer reported a motor error alarm on the insulin pump and stated that they are unable to rewind. Customer's current blood glucose readings are 143 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor home switch was found corroded during visual inspection. The device was received with cracked case at display window corners. The unit was received with severely scratched lcd window.